Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 17 events were reported for this quarter. Product return status: 15 devices were received for evaluation. 1 device was not received but was evaluated at the account. 1 device was available for evaluation but has not yet been received. Evaluation status: 12 events were confirmed during testing. 12 devices were found to be bent. 4 device evaluations are in progress. Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device was bent. 17 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device was bent. 16 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 17 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under this MFR report, but should have been included under MFR report # 0001811755-2018-02274. - 16 total events were reported for this catalog number/device code combination for the reporting quarter. - 16 previously reported events are included in this follow-up record. Product return status 13 devices were received. 3 devices were evaluated in the field.   Event confirmation status 14 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 14 devices were found to be affected by a bent foot. 2 devices had no device problem found.   Additional information 16 devices were labeled for single-use. 16 devices were not reprocessed and reused

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device was bent. 17 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 17 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 2 devices were available for evaluation: - 1 device was received. - 1 device was evaluated in the field.   Evaluation status confirmed 2 reported events were confirmed during testing. - 2 devices were found to be bent. Not confirmed 1 reported event was not confirmed during testing. In progress 1 device evaluation is in progress.   Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.